Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the injector prior to insertion and felt like the lens was sticking in the injector and thought the haptic was getting torn. The surgeon ejected the lens onto the sterile tray and confirmed that the lens haptic was torn off. There was no pt contact or injury.

Manufacturer narrative:
Evaluation codes: results - a visual inspection of the returned product shows the lens has one haptic that is torn off and bent. There is clear surgical residue on the lens. The cartridge was received and visual inspection shows no visible damage. There is clear surgical residue on the cartridge. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for evaluation.